Event description:
Facility reports, the resident was sitting in a lift hygiene chair and resident's scrotum fell through the hole in the tub chair. Resident did not notice or mention nor appear uncomfortable. The scrotum had to have fallen through while bathing. When the bath was over, the nurse's aid raised the lift hygiene chair to full height and proceeded to move the resident out of the tub. The resident's scrotum is believed to have stayed in the hole and hit the side of the tub, the pressure of the space and tub caused a laceration. The movement of standing the resident may have contributed to further laceration as the scrotum removed itself from the chair.